Event description:
It was reported by service report that the head end lift would not lower. It is unknown if there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: lift coil cable.